Manufacturer narrative:
Three opened trocar assemblies were received and visually inspected. All three samples were found to be nonconforming; sample #1 had a hole and sample #s 2 and 3 had domed holes. The product lot contained six valve entry component lots. A device history record review for each of the components lots was conducted. The lots had no anomalies found based on the device history record reviews. The product was released based on the products acceptance criteria. A complaint history examination indicates this is the sixth complaint received for leaking against the components of the reported lot. It is unknown how or when the samples became damaged because they were returned opened. The root cause for the increased complaint rate for leaking trocars was correlated to a manufacturing post assembly inspection process. The post assembly inspection has been discontinued and effectiveness check has been established and will be monitored at regular intervals for any significant adverse trends. This complaint reported lot includes affected manufacturing lots. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. A non-safety medical device correction was completed on august 12, 2015 and a manufacturing change implemented to address the root cause. All potentially impacted alcon customers have been contacted, trocar plugs made available and other risk mitigations discussed. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that the trocar valves were leaking during a vitreoretinal surgery. The product was replaced and the procedure was completed without harm to the patient. Additional information and product sample have been requested for this event.